Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device revealed that the anterior and posterior cuffs were successfully captured during the needle deployment. Based on the evidence found on the returned device, an incomplete blow-through occurred as the posterior cuff and the posterior needle failed to eject from the posterior foot pocket. The suture could not be retrieved, which resulted in no knot to advance. Because the posterior cuff was not ejected from the posterior foot pocket, when the needle plunger was removed from the device, the link was held on one end by the posterior cuff in the posterior foot pocket while being pulled on the other end by the withdrawal of the needle plunger. This resulted in the anterior cuff detaching from the needle as evidenced by damage to an anterior cuff tab. This will appear similar to needle-to-cuff miss because no suture will be present or attached to the cuff. During the investigation, the needle plunger was inserted resulting in acceptable push mandrel travel. Additionally, to assure that all products perform according to specifications the needle trajectory of every device is checked during manufacturing. There was no excessive loctite in the shank of the posterior needle that could have prevented the push mandrel from fully ejecting the posterior cuff from the posterior pocket. Although, a patient anatomical condition may have contributed to the reported experience, there was no information provided to indicate that the anatomy of the patient was a contributing factor. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable cause for the failure to eject the posterior cuff out of its pocket during needle deployment is incomplete push mandrel travel as the needle plunger was not fully depressed until the collar of the needle plunger makes contact with the proximal end of the body. However, this cannot be verified or confirmed; therefore, the cause for this product experience could not be determined. A review of the lot history record was performed and did not reveal any nonconforming material records associated with this lot which could have contributed to the reported experience. There does not appear to be any indication of a lot specific product quality deficiency. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that after a percutaneous transluminal angioplasty with stenting of the external carotid artery through a 6f procedural sheath, arteriotomy closure of the right common femoral artery was attempted with a perclose proglide device. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. Device (B)(4): femoral angiogram was not performed. The proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site.